Event description:
It was reported that the lens was implanted (B)(6) 2011 and explanted (B)(6) 2011, replacing with a 22.0 diopter lens. Patient reported to be doing fine.

Manufacturer narrative:
Section f. Completed by manufacturer. The lens was received for evaluation and determined that the diopter inspection was found to be within the production order specification. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.